Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (intraperitoneally (ip), 1g stat), merocrit (intravenously (IV), 500 (units not reported), 2 times a day) and gentamicin (ip, 40 mg, once daily) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).